Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported the patient had seen a device settings are not available - screen 59 - call clinician screen, stopped feeling stimulation, and the stimulation could not be moved past 2.9. The patient reported the therapy had stopped helping their symptoms this morning, and they had a bad night waking up and going to the bathroom every hour. On the call the patient decreased stimulation to 0.0v and was not able to increase. They reported that it was determined yesterday their right lead was broken and it had started poking and sticking them. The trial had begun on (B)(6) 2016 and the patient had informed their manufacturer representative (rep) on (B)(6) 2016 about the issue. The rep had stated it was fine and they would not use the right side. The patient noted a friend had looked at their lead yesterday and had determined it was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.